Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported error check IV set, confirm this happen, replaced the sensor, this allow it to run again, did full check out on it and pass okay. There was no allegation of patient injury.